Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01157. It was reported the pt experiences a heating sensation at her ipg site while charging. A new le charger is being sent to the pt to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.